Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/15/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: *it was reported that ""the suture was broken from the beginning"". Please confirm when the device experienced the quality issue of suture breakage: pre-op, intra-op, or post-op. =>intra-op.(before use.) Also, the issue was not a suture breakage but a suture detaching from the needle. No further information will be provided. H3 investigational summary: visual analysis of the returned product revealed that one sealed sample of product code ep8741h (this product code is double-armed) was received to ethicon inc for evaluation. An extra needle of the same product code was noted, the extra needle was examined, and no marks of the swage area were observed. In addition, the sample was open, and no pull-out defect could not be observed in the sample. Based on the information currently available, the extra needle was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number:(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: event date? No further information is available. Procedure name and date? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Additional information has been requested: it was reported that "the suture was broken from the beginning". Please confirm when the device experienced the quality issue of suture breakage: pre-op, intra-op, or post-op. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent a an unknown procedure on an unknown date and suture was used. During the procedure, when the package was opened, the needle was detached from the suture from the beginning. It was not a control release needle. There were no patient consequences reported. Additional information was requested.